Event description:
It was reported that both spinal rods have broken below the 2nd screw.

Manufacturer narrative:
The package insert indicates fracture of the implant as a possible adverse effect. The 'warnings' section of the package insert state, "implant strength and loading. The biomet omega21 system is intended to assist healing and is not intended to replace normal bony structures. Loads produced by weight bearing and activity levels will dictate the longevity of the implant. These devices are not designed to withstand the unsupported stress of full weight bearing or load bearing, and cannot withstand activity levels and/or loads equal to those placed on normal healthy bone. If healing is delayed or does not occur, the implant could eventually break due to metal fatigue. Therefore, it is important that immobilization of the operative site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established".